Manufacturer narrative:
This spontaneous case was reported by a lawyer ,and describes the occurrence of pelvic pain ('pain: pelvic'). In a 33-year-old female patient who had essure (ess205) (batch no. 12279611), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "patient does not undergo confirmation test". The patient's medical history included: thyroid activity decreased, irritable bowel syndrome, tobacco abuse, hypothyroidism and carcinoma. Previously administered products, included for birth control: oral contraceptive nos in 2003 and depo provera from 2000 to 2003. Concurrent conditions included: heartburn and head pain. Concomitant products included: levothyroxine since 2009 and vitamin d nos (vitamin d) since 2009. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced constipation ("constipated") and eructation ("food comes up"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hot flashes"), feeling cold ("cold flashes"), insomnia ("difficulty sleeping"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), bacterial vulvovaginitis ("vaginal bacterial"), migraine ("migraines"), headache ("pain: headaches"), nausea ("nausea"), pain in extremity ("pain: leg"), vulvovaginal pain ("pain: vaginal") and abdominal pain ("abdominal pain"). The patient was treated with ondansetron, promethazine and surgery (davinci total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, hot flush, feeling cold, insomnia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, constipation, eructation, alopecia, urinary tract infection, bacterial vulvovaginitis, migraine, headache, nausea, pain in extremity, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vulvovaginitis, bladder disorder, constipation, dysmenorrhoea, dyspareunia, eructation, feeling cold, headache, heavy menstrual bleeding, hot flush, insomnia, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: insertion detail, the essure device was dispensed first into the right fallopian tube ostia, then the left per protocol. Rt 3 coils trailing. (As written) lt. 2 coils trailing. She was currently, planning for essure removal. Lot number#: 12279611, manufacturing date: 2005-03, expiration date: 2007-02. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-oct-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 12279611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test". The patient's medical history included thyroid activity decreased, irritable bowel syndrome, tobacco abuse, hypothyroidism and carcinoma. Previously administered products included for birth control: oral contraceptive nos in 2003 and depo provera from 2000 to 2003. Concurrent conditions included heartburn and head pain. Concomitant products included levothyroxine since 2009 and vitamin d nos (vitamin d) since 2009. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2013, the patient experienced constipation ("constipated") and eructation ("food comes up"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), hot flush ("hot flashes"), feeling cold ("cold flashes"), insomnia ("difficulty sleeping"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), bacterial vulvovaginitis ("vaginal bacterial"), migraine ("migraines"), headache ("pain: headaches"), nausea ("nausea"), pain in extremity ("pain: leg"), vulvovaginal pain ("pain: vaginal") and abdominal pain ("abdominal pain"). The patient was treated with ondansetron, promethazine and surgery (davinci total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, hot flush, feeling cold, insomnia, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, constipation, eructation, alopecia, urinary tract infection, bacterial vulvovaginitis, migraine, headache, nausea, pain in extremity, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, bacterial vulvovaginitis, bladder disorder, constipation, dysmenorrhoea, dyspareunia, eructation, feeling cold, headache, heavy menstrual bleeding, hot flush, insomnia, migraine, nausea, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: insertion detail: the essure device was dispensed first into the right fallopian tube ostia then the left per protocol. Rt 3 coils trailing. (As written) lt. 2 coils trailing. She was currently planning for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-oct-2021: medical record received. Case category updated to serious incident, removal details updated. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.